Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the patient was prepared for his procedure. Two nurses were preparing the table. One of them was flushing all sheaths with heparinized saline. She had difficulties to put the inner inside the vizigo¿ (flushed with saline before). She put off the inner. The white vale on the bottom of the vizigo¿ had moved. The hemostasis valve (gasket) dislodged inside the hub. It was on the clear portion of the hub. The he brim cap/hub did not become detached from the sheath. She tried again to put the inner inside the vizigo¿, still hard to put in place. They took another vizigo¿, flushed with heparinized saline. The inner went well inside the vizigo¿. No air entered the patient¿s body. The surgery was delayed by five minutes due to the reported event. The procedure was successfully completed. No fragments were generated. No more issue and no adverse patient consequence was reported. Device evaluation details: the biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 03-jul-2023. The device evaluation was completed on 06-jul-2023. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 60000036 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Both issues reported by the customer were confirmed since the damage with the hemostatic valve could be related to the resistance issue reported. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the patient was prepared for his procedure. Two nurses were preparing the table. One of them was flushing all sheaths with heparinized saline. She had difficulties to put the inner inside the vizigo¿ (flushed with saline before). She put off the inner. The white vale on the bottom of the vizigo¿ had moved. The hemostasis valve (gasket) dislodged inside the hub. It was on the clear portion of the hub. The he brim cap/hub did not become detached from the sheath. She tried again to put the inner inside the vizigo¿, still hard to put in place. They took another vizigo¿, flushed with heparinized saline. The inner went well inside the vizigo¿. No air entered the patient¿s body. The surgery was delayed by five minutes due to the reported event. The procedure was successfully completed. No fragments were generated. No more issue and no adverse patient consequence was reported. The hemostatic valve separation issue is MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).